Event description:
The pharmacist at hospital reported the following : ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injured the patient¿s hip. Much pain.¿

Manufacturer narrative:
Corrected data: lot number. An event regarding fracture involving an alumina liner was reported. The event was not confirmed. Device evaluation not performed as the devices was not returned however, taking into account the visual inspections of the associated returned head, stem and shell, it is likely that the reported insert fractured. A device history review indicated that there have been no reported discrepancies for the reported lot. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
The pharmacist at hospital reported the following: "patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient's hip. Much pain."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.